Manufacturer narrative:
(B)(4). Method: the complaint iw934 baby control cosycot infant warmer head unit was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is accordingly based on the information and photographs provided by the customer, previous similar investigations and our knowledge fo the product. Results: visual inspection of the photographs provided revealed discolouration of the upper head harness connector and upper head case. A lot check revealed no other complaints of this nature for lot 061113. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. We note that the subject infant warmer device is over 10 years old. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.. The discolouration observed on the warmer head casing is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. The hospital was sent replacement parts and will repair the subject infant warmer themselves.

Event description:
A hospital in (B)(6) reported that an iw934 baby control cosycot infant warmer displayed an e17 error code and had a discoloured harness connector. Discolouration was also reported on the warmer head casing. This was discovered before patient use.